Event description:
It was reported via repair work order that the head end lift would not fully lower and was intermittently functional due to the wire harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.